Event description:
It was reported that the user elected to discontinue use of the ilet and return the system after experiencing frequent hypoglycemia reported at 54 mg/dl and episodes of hyperglycemia reported at 360 mg/dl despite prior training and discussions with a healthcare professional. Customer care provided assistance with return process approvals. Investigation of this case revealed no device alerts or malfunctions were identified, and the cause of hypoglycemia remained unclear. No clinical symptoms associated with low blood glucose events requiring oral glucose treatment and no symptoms for hyperglycemia reported. Outcomes included no hospitalization and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.